Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the stickiness/foreign material on the device control unit and corrosion on the light guide cover glass could not be determined; however, the issues were likely the result of fluid immersion, insufficient device cleaning/reprocessing and or external factors. Additionally, a definitive root cause of the sheath adhesive detachment could not be determined; however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited chipped/detached bending section sheath adhesive, stickiness/foreign material on the device control unit and corrosion on the light guide cover glass. There was no patient involvement, and no harm was reported as a result of the event.